Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that after intra-aortic balloon (iab) insertion, the cl (cath lab) unplugged the intra-aortic balloon pump (iabp) to transport the patient to another hospital for surgery. When they unplugged the iabp they did get an alarm that they were on battery power, but during transport the battery power only lasted briefly. They plugged into the ambulance power source and then when they unplugged upon arrival to the hospital, the battery power only lasted briefly with additional alarms of "number of minutes left" back to back. When they arrived at the hospital they plugged into the wall and there were no issues. When the pump comes back to the hospital, the cl staff will send it to biomed, and biomed will call the field service representative to schedule a service call. There was no reported patient death, injury or complications. There was a reported delay / interruption in iabp therapy; however, no harm caused to the patient. The patient outcome is ok. Per field service report received 03/04/2016: pump was on patient. Symptom - battery failed on transport. Findings / action taken: confirmed battery only lasted 10 minutes. Battery was replaced. Preventative maintenance was performed. Unit checks okay. Software 2.24.

Manufacturer narrative:
(B)(4). Device evaluation: the battery was returned for evaluation. Visual inspection of battery was performed and no obvious damage or defect was found. The battery was then installed into a known good intra-aortic balloon pump (autocat2w) and a battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was left to charge in the pump for over nine hours; the pump shut off after 20 minutes ran (warning alarm: available battery power less than 20 minutes alarm after 17 minutes ran, available battery power less than 10 minutes alarm after 19 minutes ran, and shut off shortly after 20 minutes ran). The battery failed a battery load test. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discha rged state." A review of the service history indicated this battery was replaced on (B)(6) 2014. The battery was in use for approximately 16 months prior to the reported event. See other remarks section for continuation. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "short battery run time" is confirmed. Battery life is dependent on usage and maintenance of the battery. The cause of the premature battery failure is undetermined.

Event description:
It was reported that after intra-aortic balloon (iab) insertion, the cl (cath lab) unplugged the intra-aortic balloon pump (iabp) to transport the patient to another hospital for surgery. When they unplugged the iabp they did get an alarm that they were on battery power, but during transport the battery power only lasted briefly. They plugged into the ambulance power source and then when they unplugged upon arrival to the hospital, the battery power only lasted briefly with additional alarms of "number of minutes left" back to back. When they arrived at the hospital they plugged into the wall and there were no issues. When the pump comes back to the hospital, the cl staff will send it to biomed, and biomed will call the field service representative to schedule a service call. There was no reported patient death, injury or complications. There was a reported delay / interruption in iabp therapy; however, no harm caused to the patient. The patient outcome is ok. Per field service report received 03/04/2016: pump was on patient. Symptom - battery failed on transport. Findings / action taken: confirmed battery only lasted 10 minutes. Battery was replaced. Preventative maintenance was performed. Unit checks okay. Software (B)(4).